Event description:
It was reported that upon reviewing remote data from this subcutaneous implantable defibrillator (s-ICD), the physician noted a single inappropriate shock due to over-sensed noisy signals. Boston scientific technical services (ts) was contacted to review the provided device data. It was discussed that there was additionally a recent untreated episode due to a low r:t wave ratio which led to over-sensing of the patient's intrinsic rhythm into the tachycardia therapy zone. The treated episode discovered by the physician was also analyzed by ts. It was discussed that during this episode, there was an additional noisy signal that was over-sensed by this s-ICD resulting in an inappropriate shock delivery. Ts noted that this signal disappeared after the shock, which may indicate changes in body posture as a factor in potential atrial flutter (af) over-sensing. The potential for this signal to be electromagnetic interference (emi) was also mentioned. Ts recommended thorough evaluations of the different sensing vectors in-clinic with varying postural changes, as well as potential diagnostic imaging to evaluate the system placement. If the presence of an atrial arrhythmia was discovered in-clinic, ts discussed that the primary vector may be more appropriate to prevent potential over-sensing. The patient was subsequently brought in-clinic where the recommended maneuvers were performed and the noisy signals were replicated. The physician elected to surgically reposition the device and explant and replace the electrode to resolve the event. Information was requested regarding the whether the electrode will be returned, but a response was not received. At this time, the s-ICD device remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that upon reviewing remote data from this subcutaneous implantable defibrillator (s-ICD), the physician noted multiple inappropriate shocks due to over-sensed noisy signals. Boston scientific technical services (ts) was contacted to review the provided device data. It was discussed that there was additionally a recent untreated episode due to a low r:t wave ratio which led to over-sensing of the patient's intrinsic rhythm into the tachycardia therapy zone. The treated episode discovered by the physician was also analyzed by ts. It was discussed that during this episode, there was an additional noisy signal that was over-sensed by this s-ICD resulting in an inappropriate shock delivery. Ts noted that this signal disappeared after the shock, which may indicate changes in body posture as a factor in potential atrial flutter (af) over-sensing. The potential for this signal to be electromagnetic interference (emi) was also mentioned. It was stated the patient was brushing their teeth at the time. Ts recommended thorough evaluations of the different sensing vectors in-clinic with varying postural changes, as well as potential diagnostic imaging to evaluate the system placement. If the presence of an atrial arrhythmia was discovered in-clinic, ts discussed that the primary vector may be more appropriate to prevent potential over-sensing. Recently, the patient was seen in-clinic where the recommended maneuvers were performed and the noise was reproducible. The physician performed a new automatic screening tool (ast) which failed in all sensing vectors. Subsequently, the s-ICD device was surgically repositioned and the electrode was explanted. A new electrode was implanted. However, almost two months later, the patient experienced another episode of inappropriate noisy signals. This event was not treated with a shock. Ts was contacted again and it was discussed that the r-wave amplitude measurements were low and that the patient was at an increased risk of additional inappropriate therapy. Reproducing the noisy signals in-clinic, as well as performing a new ast was discussed. It was stated that if the patient had an additional inappropriate shock, the s-ICD system was explanted. At this time, the original s-ICD device and replacement electrode remain implanted and no additional adverse patient effects were reported.

Event description:
It was reported that upon reviewing remote data from this subcutaneous implantable defibrillator (s-ICD), the physician noted a single inappropriate shock due to over-sensed noisy signals. Boston scientific technical services (ts) was contacted to review the provided device data. It was discussed that there was additionally a recent untreated episode due to a low r:t wave ratio which led to over-sensing of the patient's intrinsic rhythm into the tachycardia therapy zone. The treated episode discovered by the physician was also analyzed by ts. It was discussed that during this episode, there was an additional noisy signal that was over-sensed by this s-ICD resulting in an inappropriate shock delivery. Ts noted that this signal disappeared after the shock, which may indicate changes in body posture as a factor in potential atrial flutter (af) over-sensing. The potential for this signal to be electromagnetic interference (emi) was also mentioned. Ts recommended thorough evaluations of the different sensing vectors in-clinic with varying postural changes, as well as potential diagnostic imaging to evaluate the system placement. If the presence of an atrial arrhythmia was discovered in-clinic, ts discussed that the primary vector may be more appropriate to prevent potential over-sensing. The patient was subsequently brought in-clinic where the recommended maneuvers were performed and the noisy signals were replicated. The physician elected to surgically reposition the device and explant and replace the electrode to resolve the event. Information was requested regarding the whether the electrode will be returned, but a response was not received. Recently, ts was contacted again to discuss the results of postural changes and confirmed that the primary vector is the most suitable sensing vector for this patient. Additionally, because the patient has chronic pain, the physician wants to implant a neurostimulator device. Ts provided details about proper neurostimulator placement to prevent potential emi interference between the devices. At this time, the s-ICD device remains implanted and no additional adverse patient effects were reported.